Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was damaged at an amusement park when it fell off during a roller coaster ride and struck an object, resulting in a mashed housing and a partially responsive touchscreen. Symptoms included no adverse clinical effects. Outcomes included no impact on health status, with continued cgm use via dexcom app or receiver advised. Investigation included a review of user guidance regarding activity restrictions and customer service troubleshooting and education to shut down the device, back up data, and initiate replacement. Investigation of this case revealed physical damage to the pump enclosure and display consistent with external mechanical impact, with no indication of a device manufacturing or design malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to external trauma.